Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient recovered from the peritonitis. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown and the patient did not require hospitalization. The patient was treated with vancomycin (2g initially and repeated 7 days later, route and duration not reported) and intraperitoneal fortum (250mg daily for 14 days) for the peritonitis event. It was unknown if the patient recovered from the peritonitis. No additional information is available.